Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system was climbing a ladder and received a shock. Review of device data found there was noise that was being oversensed which resulted in one inappropriate shock. Technical services discussed programming options. At this time, the system remains in service. No adverse patient effects were reported.